Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the catheter was tied into a knot. It was noted that the spiral-shaped catheter was likely turned clockwise instead of counterclockwise, despite prior instruction to turn it only counterclockwise. The patient was not under general anesthesia, and there were no reported symptoms, complications, injuries, or need for medical or surgical intervention. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.